Manufacturer narrative:
The instrument associated with this report was not returned. A complaint database search against this product code does not identify any trend for sharp edges causing cuts or tears of surgeon's gloves during use. The investigation could not draw any conclusions regarding the reported event without product examination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medwatch report states as surgeon held the handle of the cup impactor, the sharp edge cut through his glove. The report states the approximate age of the device is (B)(6).